Event description:
The facility reported blood dripping out of the distal end of the endoscope after hanging it up to dry after reprocessing it in a medivators dsd-201 automated endoscope reprocessor (aer). It was determined the facility was using the incorrect hook-up to reprocess the endoscope.

Manufacturer narrative:
The facility reported blood dripping out of the distal end of the endoscope after hanging it up to dry after reprocessing it in a medivators dsd-201 automated endoscope reprocessor (aer). After investigation, it was determined the facility was using the incorrect hook-up to reprocess the endoscope. The endoscope involved was not used on any patients. Using the incorrect hook-up could lead to an endoscope not being properly disinfected, which could lead to potential patient cross-contamination. It is unknown if there have been other instances where the incorrect hook-up was used to reprocess scopes. To date, there have been no reports of patient illness or injury. Medivators clinical staff reportedly has approached this facility regarding the importance of using the correct hook-up to ensure all channels are high level disinfected. The clinical staff is still in contact with the facility. This complaint will continue to be monitored and maintained by the medivators complaint handling system.